Manufacturer narrative:
This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2013-00726 and 1016427-2013-00140. The product is not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: 8x30 precise pro rx stent, wholey wire, 6f shuttle sheath, boston scientific 4.0x20mm emerge mr, abbott vascular, 5.0x20mm viatrac rx.

Event description:
As reported by the (B)(4) registry during the index procedure the patient had a temporary slow flow following post dilatation and a transient ischemic attack (tia). The patient experienced right arm weakness and aphasia. Onset was sudden and recovery was full. Duration of neurological deficit was <24 hours. Carotid artery stenting (cas) was performed on an 85% occluded lesion in the ostial left internal carotid artery of 20mm in length in an 8.0mm vessel diameter with moderate vessel calcification. The arch ii lesion had no documented tortuosity. Embolic protection was provided using a 7mm basket angioguard filter. After deploying the angioguard filter and confirming an act greater than 200 using angiomax, pre-dilatation was performed with a non-cordis 4.0 balloon. An 8x30mm self-expanding precise stent was implanted at the target lesion. Post-dilatation was then performed using a non-cordis 5.0 balloon. There were no complications up to this point. The patient did at this point have slow flow within the internal carotid artery. This was treated with aspiration times two with a pronto lp device. Heme without obvious clot or plaque was retrieved. The filter was then captured and removed from the vessel with likely some spasm associated with the filter. With this, flow markedly improved to normal and the intracerebral imaging confirmed this without vascular cut off. Middle cerebral artery specifically filled briskly and normally throughout the m1, m2, m3, and m4 segments. The patient had temporary right arm weakness and slurred speech with completely resolved within two minutes of filter removal. The patient is actively at neurological baseline without any compromise on serial exams. Blood pressure was 140/97 postprocedurally. The residual diameter stenosis measured 0%. There was no documented presence of air bubbles.

Manufacturer narrative:
This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2013-00726 & 1016427-2013-00140. Sapphire modified/additional information was received from the study. Lab values were provided as follows: coagulation interval date (B)(6)-2013: 10:57, pt 10.1, inr 1.0, aptt 21.0. There are no other changes to the file.

Manufacturer narrative:
This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2013-00726 & 1016427-2013-00140. Complaint conclusion: as reported by the sapphire registry during the index procedure the patient had a temporary slow flow following post dilatation and a transient ischemic attack (tia). The patient experienced right arm weakness and aphasia. Onset was sudden and recovery was full. Duration of neurological deficit was <24 hours. Pre-procedure nih stroke scale score was 1. Carotid artery stenting (cas) was performed on an 85% occluded lesion in the ostial left internal carotid artery of 20mm in length in an 8.0mm vessel diameter with moderate vessel calcification. The arch ii lesion had no documented tortuosity. Embolic protection was provided using a 7mm basket angioguard filter. After deploying the angioguard filter and confirming an act greater than 200 using angiomax, pre-dilatation was performed with a non-cordis 4.0 balloon. An 8x30mm self-expanding precise stent was implanted at the target lesion. Post-dilatation was then performed using a non-cordis 5.0 balloon. The patient at this point had slow flow within the internal carotid artery. This was treated with aspiration times two with a pronto lp device. Heme without obvious clot or plaque was retrieved. The filter was then captured and removed from the vessel with some spasm likely associated with the filter. With this, flow markedly improved to normal and the intracerebral imaging confirmed this without vascular cut off. Middle cerebral artery specifically filled briskly and normally throughout the m1, m2, m3, and m4 segments. The patient had temporary right arm weakness and slurred speech with completely resolved within two minutes of filter removal. The patient is actively at neurological baseline without any compromise on serial exams. The patient was discharged the following day with a nih stroke scale score of 1 and rankin score of 2. The (B)(6) female patient has a medical history of a prior CABG -myocardial infarction (1991), diabetes mellitus type ii, thyroid disease (nodule, not treated currently), high blood pressure (essential hypertension), arteriosclerosis, high cholesterol, kidney disease, hypercalcemia, heart disease, prior cardiac surgery, hysterectomy, bypass, neck surgery, positive history for scarlet fever, mild dyspnea on exertion, joint pain, bilateral carotid bruits, mild kyphosis and a high-risk criteria: age > 75. (B)(4). The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow typically resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.